Event description:
It was reported that a spectrum pump had multiple instances of air-in-line from in different locations: (B)(6). It was stated that the pumps were upgraded from v6 to v8 few months ago. The IV sets used were the same as before which is 2c8541s. The event happened with any kind of infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It has been communicated to the customer over the years that pump use in air transport is off-label use. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.